Manufacturer narrative:
Through follow-up with the user facility, accutron learned that more than one patient had adverse events from the clearview nasal mask. The user facility declined to provide the number of patients or dates of the events. It was reported that each patient recovered on their own with no medical treatment being sought or administered. No additional issues have been reported.

Manufacturer narrative:
Accutron has requested additional information regarding the reported event and the current patient status. To date, we have not received a response with additional information. The user facility was provided with a copy of the instructions for use for the clearview nasal mask and clearview scavenging circuit as requested. The clearview nasal mask instructions for use states, "warnings: to be used only by a professional trained in the use of nitrous oxide, using titration method. Patient should always be closely monitored during nitrous oxide use. If patient has an adverse reaction, reduce or stop the flow of nitrous oxide as needed." A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that a patient experienced adverse effects after using a clearview nasal mask during a dental procedure.